Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the right ventricular (rv) lead became dislodged due to twiddler's syndrome. During the revision procedure, insulation damage was noted on the rv lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.